Event description:
A review of programming and diagnostic data was performed, which identified that on (B)(6) 2012, the patient was found to be at faulted system diagnostics settings upon initial interrogation. The magnet output current was corrected on that date and the normal output current was corrected on (B)(6) 2012; however, the rest of the settings were not changed back to previous settings.

Manufacturer narrative:
Analysis of programming history.